Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh were implanted on (B)(6) 2011 due to cystocele and sui. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence, and bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh excision on (B)(6) 2012 ,due to erosion/extrusion of vaginal mesh, recurrent prolapse. On (B)(6) 2012 patient underwent further surgeries, sacropolpopexy, lso, cervicosacropolpopexy, anterior repair, perineorrhaphy, cystoscopy, due to stage 3 pop, with eroded vaginal mesh. On (B)(6) 2012, cystourethroscopy, transvaginal excision of eroded mesh was performed due to erosion anterior vaginal mesh recurrent. No additional information was provided. .